Event description:
It was reported that, "dr was using 1/8" drill pin to hold trial. When removing pin, noticed tip was broken off. Was not able to extract tip from patient's tibia."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, it will be submitted in a supplemental report.